Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was provided. It was reported that the event occurred during pre-surgery. There were no delays to the scheduled surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that motor device was heating up while in use. The event was not reported to have occurred during surgery. It was not reported if there were any delays to a surgical procedure or if a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was not provided. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.